Manufacturer narrative:
Follow-up # 1 ¿ (09/02/2013).the patient¿s test strips have been returned and evaluated by lifescan product analysis on 7/30/2013 and 8/27/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 (09/18/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on 9/13/2013 with the following findings: the meter passed testing, met specification, and no faults were found; pa was unable to duplicate the complaint.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, a patient contacted lifescan (B)(4) reporting blood glucose results of ¿24 and 7 mmol/l¿ with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There is no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.